Manufacturer narrative:
Distributor reported complaint to manufacturer with very little information other than the type of event and device item number. Attempts by manufacturer to follow-up with the patient to gain additional information for investigation and reporting purposes were not responded to.

Event description:
Patient stated she's pretty sure the catheters in the order gave her utis.